Event description:
The customer reported that during a patient event, the device lost power on 3 seperate occasions. The customer reported that the patient was only being monitored and the reported loss of power did not affect the outcome of the patient.there was no adverse effect caused to the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the battery pins and the battery contact pcb assembly and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio-control determined that the cause of the reported failure was due to worn battery pins.